Event description:
It was reported to nova biomedical that a consumer received a result of 337 mg/dl on their blood glucose meter. The consumer administered 10 units of insulin based on that result. Subsequently, the consumer experienced a hypoglycemic event requiring medical intervention. The meter and test strips will be returned for eval.

Manufacturer narrative:
On (B)(4) 2013, nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified.